Event description:
From (B)(6) 2005 to (B)(6) 2007, all the patients undergoing a spinopelvic fixation with iliosacral screws for a neuromuscular spinal deformity were prospectively included in a computerized database. Sixty-two patients were operated on during the inclusion period. Forty-two patients were operated on using the cd horizon® legacy¿ spinal system (medtronic, (B)(4), USA) and 20 patients were operated on using the pivot link universal system-plus¿ instrumentation (spinevision, (B)(4)). No differences were noted between these two instrumentations regarding the spinal fixation. Post ¿op infections with wound debridement were noted in 13 patients. Chronic staph infection and hardware removal was noted in 1 patient and screw migration with revision was noted in 5 patients.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.